Event description:
It was reported by service report that while one of the staff was using the stretcher with a pt, the head end dropped unexpectedly. There was pt involvement; however, no adverse consequences were reported.